Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. Clinic review: the file has been assessed for the necessity of performing a clinical investigation. It was reported by the patient¿s peritoneal dialysis (pd) nurse the patient passed away due to a cardiac arrest. Furthermore, the pd nurse reported the patient last dialyzed five days prior to death and then transferred to hospice care. Per documentation in the esrd death notification form, the patient¿s primary cause of death was congestive heart failure. No secondary causes recorded. Documentation in the esrd death form confirmed the patient¿s last dialysis occurred on (B)(6) 2018. Based on the available information, there is no allegation of a liberty select malfunction or product deficiency associated with the patient¿s congestive heart failure and death, the completion of a clinical investigation is not warranted at this time. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
This is a report of a patient who expired due to cardiac arrest. The patient was transferred to hospice care prior to death. The primary cause of death was congestive heart failure. No secondary causes were recorded.